Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. Additionally, it was noted that there was moisture observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: during investigation, the pump was powered on with audible tones but no vibration alarm. The display was found to be blank. There was evidence of moisture contamination observed behind the display lens. The keypad was found to be intact; no peeling or damage was observed. The complaint of under-responsive keypad buttons was not able to be tested due to the blank display and internal moisture contamination. All keypad contacts had normal spring back when pressed. The keypad was removed and there was no evidence of contamination under the button contacts. A leak test was performed and showed a leak at the display lens. The pump case was opened and there was evidence of moisture contamination throughout the inside components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).